Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2007 and an obturator sling was implanted. The patient was unable to void and a release of the sling was performed in the early postoperative period. The patient experienced multiple complications including erosion, and underwent a debridement of graft and release of constriction tension bands and cystoscopy on (B)(6) 2010 by dr. (B)(6). No additional information has been provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic pain, uterine prolapse, symptomatic rectocele, cystocele, pelvic pain, stress urinary incontinence, etc. The patient underwent the concurrent procedures of a laparoscopic assisted vaginal hysterectomy, anterior and posterior repair, a ¿mini tummy tack¿, and abdominoplasty during mesh implantation. The patient reported pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring following mesh implantation. The patient reported dyspareunia and bleeding on and off in (B)(6) 2008. At that time, the patient underwent vaginoscopy which showed erosion or exposure of mesh in anterior compartment and it was recommended to have an exam under anesthesia, but the patient did not pursue this. In (B)(6) 2010, the patient underwent lysis of the constriction [anterior and posterior mesh]. The patient underwent mesh explantation/revision and debridement of mesh, et al., on (B)(6) 2010 due to mesh erosion, chronic pelvic pain, etc. It was reported that the patient had a consultation at the (B)(6) clinic [urology] on (B)(6) 2012. The patient also reports back pain, increased pain as rectum fills and occasional needle like pain in the left side of the vagina and cannot have intercourse, surgery is planned. No additional information has been provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy it was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) due to mesh erosion with extensive fibrosis

Manufacturer narrative:
It has been reported that following insertion the patient experienced urgency, frequency, nocturia, and both stress and urge incontinence. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urgency, frequency, nocturia, and both stress and urge incontinence.